Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of the electrocardiogram revealed the left ventricular lead was not working properly. The lead was not providing adequate bi-ventricular pacing. It is unknown if the patient was symptomatic to the inadequate capture. An x-ray showed the lead was in an anterior branch. It is unknown if the lead was initially implanted there or if the lead had dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: this correction is to include (B)(4) code to device code.